Event description:
During product evaluation, the pump main batteries were identified as depleted. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.